Event description:
The patient was at the facility for a breast localization. It was reported that the radiologist repositioned the wire by retracting. Upon getting the specimen from the surgeon it was noticed that the hook of the wire had broken off. The tip of the wire was left inside the patient's breast. The condition of the patient was reported to be fine, and no medical intervention had occurred to remove the tip. A follow up is scheduled in 3 months. The complainant (person reporting the complaint to e-z-em) was not sure exactly which lot was used, but was able to narrow it down to two possible lot numbers.